Event description:
Related manufacturer reference number: 2017865-2025-11022. It was reported that the patient presented in-clinic experiencing dyspnea and discomfort. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture thresholds and low pacing impedance and right ventricular (rv) lead exhibited r-wave amplitude variation. X-ray imaging was performed and revealed a perforation from the ra lead which resulted in cardiac effusion. Pericardiocentesis was performed. The leads were explanted and replaced. The patient was in stable condition.